Manufacturer narrative:
During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The smart pneumatic module (spm) board was reseated. The device will be recertified for clinical use pending repair approval. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure- 1474" and "internal comm failure- 1472" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.